Manufacturer narrative:
This follow up report is to provide evaluation results for product returned to the manufacturer. The association between coopervision lenses and the event is unconfirmed.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges a contact lens tore while in the eye. The patient irritated her eye while trying to remove the damaged lens. The patient did seek medical attention and was prescribed tobradex drops. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, medication prescribed and lack of medical information, and unknown resolution.